Manufacturer narrative:
Patient height reported as 65 inches this report is for an unknown acdf device/unknown lot. Part and lot numbers are unknown; UDI number is unknown. It is unknown if the device has been explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Prodisc-c clinical study patient (B)(6) was implanted with an anterior cervical discectomy and fusion (acdf) implant at c6-c7 on (B)(6) 2004. No complications were noted during surgery. Patient was discharged on (B)(6) 2004. Study was completed on (B)(6) 2011. The following complications were noted (date reported, event, intervention, status): (B)(6) 2005: anticipated mild patient reports onset of neck: and shoulder pain on her right side. Intervention: physical therapy and meds ibuprofen, skelaxin, and hydrocodone. Status: resolved (B)(6) 2005: unanticipated moderate tingling right upper extremity with intermittent episodes of neck pain. Intervention: myelogram computed tomography (CT) scan with multiplanar reconstructions. Status: resolved (B)(6) 2005: anticipated moderate neck and shoulder pain various symptoms- nonunion c6-c7. Intervention: posterior cervical fusion at c6-7. Status: resolved. This report is for adverse event: (B)(6) 2005: anticipated moderate neck and shoulder pain various symptoms- nonunion c6-c7. Action required: hospitalization with surgery. Course of action: posterior cervical fusion at c6-7. Implant involvement: none. Related to surgery: definitely. Related to implant: definitely not. Current state of event: resolved this report is for an unknown acdf device. This is report 1 of 1 for (B)(4).